Event description:
On (B) (6) 2009, the pt reported that he has noticed moisture in the cartridge compartment of the infusion device that smells like insulin. Now he is not able to complete the change cartridge procedure without e10 (cartridge) error being displayed. He stated that he does not recall spilling insulin into the infusion device. He stated he does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. He was educated on the proper procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.